Event description:
It is reported that ever since her hip replacement surgery, the patient has had numerous visits to the physician for pain, stiffness and inability to engage in activities that she expected to participate in after recovery.

Manufacturer narrative:
Evaluation summary: no information regarding the type of products has been provided. No x-rays have been provided. No patient information such as previous history, weight, activity, etc is provided. Surgical report of implantation is also not available. No cause analysis can be performed at this time based on the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.